Event description:
The customer reported that while the iabp was in use it alarmed "no patient status available." The customer called maquet sales rep. The sale rep instructed to replace the iabp. No patient injury was reported. Note: patient information could not be obtained because the hospital policy.

Manufacturer narrative:
The device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. The company service representative examined the unit and was able to duplicate the event. It was noticed that the failure was on k6 valve operation. The drive manifold (part number 0104-00-0018) was replaced. The service representative performed the functional tests to meet the factory specifications. The pump was released to the customer. The drive manifold replaced is being requested to be sent to the manufacturing facility at (B)(4) for evaluation. A supplemental medwatch report will be submitted when additional information becomes available. (B)(4).